Event description:
It was reported that an implanted lead was associated with a return of pain and right lead migration, with thoracic spine imaging showing the right lead had moved from t8 down to t12/l1. It was reported that the patient was very active and expressed a preference to avoid a lead revision that might recur, and a referral was planned to consider replacing the percutaneous leads with a paddle lead. A clinic visit was planned for reprogramming to avoid stimulation on the lead that had pulled down. The issue was reported as ongoing, and no serious adverse outcome was reported. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 15-dec-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.